Event description:
It was reported that cartridge alarm occurred during load process despite caller following proper steps, and alarm recurred when caller attempted to load new cartridge. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup, was assisted by technical support with correct loading steps, was provided replacement pump under warranty, was instructed to place pump into storage mode and return it with pre-paid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor to replacement device.